Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) reached out to the customer to investigate the issue; however, it resolved on its own. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that all order for 1 patient was not crossing over to the server and station. However, there were no delays or adverse events or injuries reported based on this event.